Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past x months. Batch record for the lots identified were no deviations or nonconformance during the mfg process.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Upon removing the tubing set from the cycler, fluid was noticed inside the cycler. The origin of the leak could not be identified. Pt had no ill effects. Sample is not available.